Event description:
A male patient experienced warming of his lower back during a magnetic resonance examination with the ctl array coil. The patient was not injured and did not require medical treatment for his symptoms.